Manufacturer narrative:
The reported complaint that the autopulse platform ((B)(6)) started showing an unknown error code and shut off was not confirmed during review of the archive data or functional testing. According to the customer report, the event date is february 10; however, no clinical deployment occured on this day. The device was only powered on briefly and then powered off. During functional testing, the autopulse platform passed functional testing and worked as intended. A review of the archive data showed no issues or error messages on the reported event date. The autopulse platform passed the functional testing without any fault or error. The platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The platform performed as intended. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The customer reported that during a patient event on (B)(6) 2025, the autopulse platform ((B)(6)) started showing an unknown error code. The crew was unable to see the error codes because the patient was large. They do know that the platform sounded an error and shut off. The crew switched to manual CPR after the autopulse errored and shut down. The patient is deceased; however, the ems director does not think that the autopulse operating correctly would have changed the patient outcome.